Event description:
It was reported that during the l4-s1 posterior fusion the threads of the holding sleeve (03.632.001) broke off of the sleeve into the screw upon insertion. A second sleeve was used and portion of the threads broke off. Also, the threads of the distractor tip broke away, but did not come off completely. All the pieces were retrieved from the pt. This is report 3 of 3 for this event. This report is on the distractor top for matrix.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be field on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history records was performed and no complaint related issues were found.